Event description:
Litigation alleged the patient suffered pain, discomfort and elevated chromium and cobalt levels as a result of the implanted asr hip. Update: (B)(6) 2012 - sales rep reported revision surgery due to pain, fretting and corrosion. The sleeve and stem were added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Another report is found against this product/lot combination. It is recognized however that it involves this same patient and same individual device. It is the result of this complaint having been transferred/ reopened and so it is not a secondary report. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened. This follow-up was originally sent on 01/15/2014. During this window the FDA experienced a system failure and that resulted in waiting for confirmation from the FDA to resubmit.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.